Event description:
Device 1 of 2. Ref MFR report: 1627487-2014-04147. It was reported the patient was experiencing shocking sensations in various areas of the body, and the patient was advised to turn the system off until the next appointment. The sjm representative met with the patient and did not find any system anomalies. The patient reported the stimulation was inconsistent, with unwanted changes in intensity. The issue was reportedly not related to posture or position. The physician planned to replace the ipg at a future date. Ref MFR report: 1627487-2011-09191 regarding a previous issue regarding the stimulation.

Manufacturer narrative:
Correction/removal number: 1627487-2012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.